Manufacturer narrative:
The device remaines implanted, so no engineering investigation could be performed.

Event description:
On (B)(6) 2013, the patient presented with an aortic aneurysm with a size of 59mm, which was treated with a gore-tex® bifurcated vascular graft sutured into the left common iliac and hepatic artery during an acute emergency procedure. In addition one gore® hybrid vascular graft was implanted into the superior mesenteric artery and two grafts were implanted into the renal arteries. After the three gore® hybrid vascular grafts were sutured to the gore-tex® bifurcated vascular graft the entire vascular graft system was covered with a bovine (cow) patch. Following the procedure, the diagnosed aortic aneurysm was excluded. In (B)(6) the patient developed a perigraft seroma. The perigraft seroma was detected under the bovine patch and surrounded all implanted gore vascular grafts. The physician is not able to tell if one or several of the grafts or the bovine patch have caused the perigraft seroma. The complainant stated that all vascular grafts were patent during a computer tomography which was performed on (B)(6) 2013. The patient was reoperated on (B)(6) 2013, to evacuate the gelatinous perigraft seroma. During the performed re-intervention, in order treat the perigraft seroma, the patient developed a severe bleeding. On (B)(6) 2013, the patient expired due to multiple organ failure. So the physician stated that the developed perigraft seroma caused the patient death.